Manufacturer narrative:
The device history record for the reported lot number, 30327422, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 14-aug-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 09-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Fill volume: 230ml, flow rate: unknown, procedure: chemotherapy, cathplace: unknown. It was reported the patient was put on a homepump infuser to take his chemotherapy treatment at home and the drug infusion was finished "11-hours before the estimated time. The patient came due to early withdrawal of the device and also mentioned that sometimes they run out in the middle of the night.¿ additional information received 18-jun-2025 stating "the patient tried to infuse 230ml of 5-fluorouracil in 46-hours at home and they mention that the infusion was completed in 10 hours less, so the approximate actual infusion time was 36 hours." Additional information received 18-jun-2025 stating the flow restrictor was placed and taped to the patient according to normal procedure. There wasn't any tape over the air filter. The patient did not apply any additional pressure to the pump (such as laying on it while sleeping, etc.).